Event description:
It was reported during capture threshold testing, the user released the button on the merlin programmer to terminate the testing as expected. However, the device continued to decrement, resulting in loss of capture. There were no patient consequences.

Manufacturer narrative:
An event of decrement issue was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.